Event description:
There was a complaint of questionable elecsys ft3 iii and elecsys ft4 iii assay results for 2 patients tested with a cobas 6000 e601 module. The questionable results were not reported outside the laboratory. Patient 1¿s initial ft3 result was 9.84 pg/ml; the repeat was 2.76 pg/ml. Patient 1¿s initial ft4 result was 3.74 ng/dl; the repeat was 1.23 ng/dl. Patient 2¿s initial ft3 result was 8.99 pg/ml; the repeat was 3.14 pg/ml. The lot numbers and expiration dates of the elecsys ft3 iii and elecsys ft4 iii assay used were requested, but not provided. The customer noted that controls were outside of the range for a third assay run on the analyzer.

Manufacturer narrative:
The customer observed air bubbles in the reservoir cup and had qc issues with the ft4 and tacrolimus assays. The field service engineer (fse) found a defective switching valve and replaced it. The fse confirmed the reagent was primed correctly and ran qc. The qc met the acceptance criteria.